Event description:
It was reported that the right atrial (ra) lead exhibited intermittent oversensing on stored and current electrograms (egm). The right ventricular (rv) lead exhibited a single undersensed event on stored ventricular egm and intermittent undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.